Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 3. Reference MFR report: 1627487-2016-04638, reference MFR report: 1627487-2016-04639. It was reported the patient was receiving intermittent stimulation after suffering a motorcycle accident several months ago. X-rays showed one lead had pulled out of the ipg header. Diagnostic testing of the same lead revealed high impedances on all contacts. The patient underwent surgical intervention where the ipg and one lead were replaced with new ones. The patient is now receiving effective stimulation. We are reporting on both leads since it is unknown which lead was replaced.